Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported device loosening; however, the length of time the devices were implanted (16 years) could be a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
The patient was revised because of osteolysis, and loosening.